Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4, h6 the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device visual analysis of the provided x-ray revealed a plate and seven-screw construct at the proximal section of the metacarpal with signs of bone fracture. The head of the second most proximal screw was found broken, fragment is not visible on the provided evidence. No defects or malfunction can be observed on the unk - plates: trauma. In addition, no evidence of the broken fragment being unable to disassemble from the unk - plates: trauma was provided, therefore the reported allegation cannot be confirmed as the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for unk - plates: trauma. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing records evaluation (mre) was not performed as no lot number was retrieved for this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g4-510k: this report is for an unknown unk - plates: trauma/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent orif surgery for a metacarpal fracture with 1.5 mm variable angle locking screws. The surgeon drilled at 1.1 mm and inserted a 1.5 mm va locking screw at 11 mm. The screw reached the contralateral side, and the screw head broke off just before the screw head and plate locked. Since the screw reached the opposite side firmly, it is difficult to believe that the breakage was caused by the resistance of inserting the screw in a different direction from the direction in which it was drilled. The surgeon thought it was probably due to the patient's good bone quality. One more screw had to be inserted, and at the surgeon's discretion, after drilling with 1.1 mm, the screw was inserted after drilling again with the hospital's 1.2 mm k-wire. Even so, there was considerable resistance, but as a result, the screw was inserted without breakage. Comments from the surgeons are as follows. Patients with good bone quality should be careful, as breakage must be assumed. The surgeon's decision was to choose 1.5 mm, but if possible, 2.0 mm should be considered for metacarpals. The surgery was completed successfully without any surgical delay. The patient status or outcome was stable. No further information is available. Concomitant device reported - unk - guide/compression/k-wires (part# unknown, lot# unknown, quantity 1). This report is for one (1) unk - plates: trauma, this is report 2 of 2 for complaint (B)(4).